Event description:
Device 1 of 2. Reference MFR report #1627487-2014-08396. It was reported one of the pt's scs leads eroded. Additional information received identified the pt's physician decided to explant the pt's entire scs system due to possible infection. Cultures were taken but the results are unavailable. The pt was prescribed antibiotics and monitored after explant surgery. The pt is reportedly exhibiting no further signs of infection.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.